Manufacturer narrative:
Tested the returned patient sample on both access and triage platforms. Results were as follows: triage cardiac : tni <0.05. Bci access: tni = 0.01. Did not verify the client's observation of elevated tni during in-house testing. Sample was depleted. Customer complaint could not be confirmed with returned specimen. Lot review indicated no propensity for extreme high outlier results. Issue not confirmed. Unable to ascertain causal factor contributing to alleged deficiency. No further action.

Event description:
False positive troponin I (tni) of 4.01 with triage cardiac panel, lab repeat on same sample negative results with lab analyzer siemens immulite 2500. Ran the cbs sample subsequently on triage and got negative. Nurse who obtained original result reran sample from original tube and got a negative result. Patient had chest pain-no mi. Customer also mentioned a potential false positive tni from 2008. At 5:39pm draw, tni was 1.46, negative results on lab analyzer. Sample redrawn 11pm and run on analyzer was negative. Not repeated on triage. Falsely elevated tni results may lead to invasive procedures or medication.